Event description:
It was reported that the lead was explanted and replaced due to oversensing and lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 43.3cm was returned for analysis. External insulation abrasions were noted at 19.2-19.7cm, 36.2-36.7cm, and 36.8-37.0cm from the distal tip, consistent with lead friction to another device of feature of the heart. Internal insulation abrasion was noted at 11.3-12.0cm from the distal tip. The etfe coating was intact at these locations.